Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that the resident with parkinsons was removed from the tub with the alenti lift and lowered for drying and dressing. When the resident started leaning forward in the chair, it tipped forward. The staff member held the chair and guided it to the floor to minimize injury. The device was examined by an arjohuntleigh representative after the incident. At the moment of the event it was up to manufacturer's specification. When reviewing similar reportable events, a limited number of cases with similar fault description (alenti tipping) were found. The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. The complaint ratio with this failure mode is considered to be very low. It has to be pointed that the alenti design is attested and fulfills the requirements of the stability and does not tip within normal and on-label use due to a person leaning slightly over. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. The instructions for use, which is distributed with every device, clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations. "Alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU)." "Caregivers should assess each resident according to the following criteria prior to use: the resident should be active or semi-active (i.e. Able to sit upright self-supported on the side of a bed or toilet). The resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria an alternative lift shall be used." "Warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened. Make sure the patient is in an upright position in the centre of the seat with his or her: buttocks at the back of the seat, back against the backrest and hands on the hand rest." The instruction how the resident should be positioned is supported by the pictures. "Warning: to avoid the patient from falling, always make sure that the device is in the lowest possible position before attempting to transfer, dress or undress the patient." From the description of the event it appears that there was no technical deficiency with the device and a number of user errors and unfortunate conditions contributed to the event. The most important could be pointed: wrong patient assessment for use with alenti chair, leaning of the resident forward, not paying attention if the patient was well positioned. Looking at the incident scenario it has been established that the hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that the resident with parkinsonism was removed from the tub with the alenti lift and lowered for drying and dressing. When the resident started leaning forward in the chair, alenti tipped forward. The staff member held the chair and guided it to the floor to minimize injury. The resident had scattered skin abrasions noted on left shoulder and left upper arm, skin tear of right calf. Treatment: monitoring, cleansing skin tear and putting bandages on. The staff member suffered injury to right arm; is to avoid upper extremity range of motion with right arm. It is stated that neither resident, nor caregiver went to emergency room or were hospitalized.